Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that there was occasional electromagnetic interference (emi) between the patient¿s devices during cardiomems readings with intermittent sensor dampening versus a low cardiac output state secondary to arrhythmia. The patient¿s implanted cardiomems device showed a change in waveform morphology prior to implant of a centrimag pump as a right ventricular assist device (rvad) and a heartmate 3 lvas. The patient appeared to have significant arrhythmia, with significant variation in heart rate readings. The customer thought that the waveform readings were related to changes in amount of ventricular assist device (vad) support versus native heart support as vad settings were changed; however, intermittent sensor dampening could not be ruled out. The event was not considered to be related to the centrimag device. The patient was under inpatient care. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Additionally, this section lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Furthermore, section 6 warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the lvas and other devices. Section c, "safety testing and classification", states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that in (B)(6) 2024 log files were sent for clinical review. There was occasional electromagnetic interference (emi) on (B)(6) 2024 and seemed to be intermittent dampening or potentially a low cardiac output state secondary to arrythmia. The patient appeared to have a significant arrythmia, with heart rate being 60's at times and then 150's at other times. It was noted that the patient had a hm3 left ventricular assist device (lvad) and centrimag right ventricular assist device (rvad) and was currently inpatient. The site discussed that the patient was implanted with an lvad and centrimag rvad on (B)(6) 2024, prior to the change in waveform morphology. It was discussed that lvad/rvad setting changes may be impacting the waveform morphology, however intermittent dampening of the sensor also could not be ruled out.